Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the lvp display segment of the five large volume pump modules was dim, and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
The reported issue of dim segments on the five returned display boards was confirmed. Physical inspection of each board was performed and no damage, corrosion, or cold solder was observed. The returned display boards were tested using a lvp mockup test fixture) attached to a cad pcu. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 5 out of 5 returned lvp display board assemblies with dim segments. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Device history review: review of the (B)(6) service history record showed the device had a manufacture date of 08feb2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 13oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only a dim segment was provided for investigation.

Event description:
It was reported that the lvp display segment of the five large volume pump modules was dim, and therefore, will be replaced. There was no reported patient involvement.